Manufacturer narrative:
Previously submitted MDR incorrectly identified the software version and omitted the lot number of the software product. This report is being submitted to correct this information. Previously submitted MDR omitted the manufacture date of the suspect medical device. This report is being submitted to correct this information.

Event description:
During review of the in-house programming/diagnostic history database, it was observed that on office visit on (B)(6) 2010 the patient's settings were different than what were programmed at the previous office visit on (B)(6) 2010. The settings found were indicative of a faulted diagnostic test; however, review of system diagnostic testing from office visit on (B)(6) 2010 was within normal limits. The device was not interrogated prior to the patient leaving the office on (B)(6) 2010 as recommended by device manufacturer to ensure the device is at the correct settings; therefore, the settings were not corrected prior to the patient leaving the office. The settings were not corrected on 10/10/2010. No patient adverse events were reported.

Manufacturer narrative:
Analysis of programming history.